Event description:
I used fixodent from (B)(6) 1965 to (B)(6) 1987. While I was using fixodent, I began experiencing numbness and tingling in my extremities. Blood test taken at that time showed that I had low levels of zinc in my blood. My neuropathy is permanent and requires continued medical care and treatment. Dose or amount: denture cream, frequency: once daily, route: oral.